Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. No other information was provided on the report. The report indicated that there was no patient involvement and no patient complication had occurred.